Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on unknown date. Subsequently, a revision procedure was performed on left hip (B)(6) 2006 due to acetabular cup loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; date implanted; manufacture date.

Event description:
It was reported patient enrolled in a clinical study underwent left total hip arthroplasty on unknown date. Patient underwent a revision procedure on (B)(6) 1988 for unknown reasons. Subsequently, patient underwent a spica cast application on (B)(6) 1988. It was further reported patient underwent revision procedures on (B)(6) 1992 and (B)(6) 1997 for unknown reasons. Subsequently, a revision procedure was performed on the left hip (B)(6) 2006 due to acetabular cup loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2010-00575 & 2014-00669 & 03327 / 03328 & 003330).